Event description:
It was reported that a patient underwent a fistula procedure on (B)(6) 2026 suture was used. The suture needle broken during the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. C22: photo investigation. Additional information was requested, and the following was obtained: was procedure successfully completed? Yes. Patient status/ outcome / consequences: no. 1. Did any needle piece(s) fall into the patient? If yes, ans: not reported, the photo provided by ot manager shows complete broken needle. Were x-rays taken to locate the needle piece(s)? Ans: not reported. What measures were taken to retrieve the broken piece(s)? Ans: not reported. Was there any additional tissue damage as a result of searching for the needle piece(s)? Ans: not reported. If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. The following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. Photo investigation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a winding former labeled vcp243 product code, batch number: xdbcczz0, expiration date: 31/03/2028, with a needle broken into two pieces and severely damaged, having lost its original curvature. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.